Manufacturer narrative:
As received, a complete lead was returned in one piece for evaluation. Electrical tests did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported event of high pacing impedance was not confirmed.

Event description:
It was reported that the patient presented for the routine implant of the right ventricular lead. When the lead was fixed in position the pacing impedance measurements exceed the upper limit. A replacement lead was used to successfully complete the procedure. The patient was stable.